Event description:
It was reported that the system displayed a low ma message and had a filament regulator error during a procedure with patient involvement, therefore this malfunction may have resulted in a possible aro. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The filament drive board was replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.